Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient underwent tha on (B)(6) 2000 for oa. On (B)(6) 2014, she fell down and dislocated. The doctor reduced the dislocation, but dislocation occurred again and again. So, revision surgery was performed on (B)(6) 2015. During the revision, the breakage of the poly liner was noticed.

Manufacturer narrative:
An event regarding dislocation involving an omnifit liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual analysis was completed as part of the material analysis report. Burnishing and scratching damaged were observed throughout the articulating surface delamination and pitting damages were observed on areas of the distal rim. These damages were likely a result of edge loading due to neck impingement and head dislocation. Burnishing, scratching, pitting and delamination are all commonly reported damage modes on uhmwpe inserts. A material analysis report concluded. 'Damage to the articulating surface of the insert included burnishing and scratching. Edge loading of the insert, likely due to neck impingement and head dislocation, caused pitting and delamination damages around the insert rim.''(...) 'No material or manufacturing defects were observed on the device features examined.'' We didn¿t confirm the event of dislocation as no medical records (e.g., x-rays) were provided. The mar is only speculation about the dislocation (likely due to neck impingement and head dislocation). Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review of the device history records indicates all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined or confirmed because insufficient information was provided. It was reported that the patient fell and dislocated. Additional information, including operative reports, progress notes, x-rays and patient history are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
The patient underwent tha on (B)(6) 2000 for oa. On (B)(6) 2014, she fell down and dislocated. The doctor reduced the dislocation, but dislocation occurred again and again. So, revision surgery was performed on (B)(6)2015. During the revision, the breakage of the poly liner was noticed.